Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative reported that the power source for the surgeon monitor was intermittently failing. It was noted that the main power source was manually manipulated by the medtronic representative that the monitor would power on and function for 4-5 minutes before losing functionality. The issue could be replicated. The representative reported that the site elected to swap the power adapter on the navigation system on their own and not performed by a medtronic representative.

Event description:
A medtronic representative reported that, while outside of a procedure, the monitor of the navigation system was intermittently losing functionality. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
Additional information: the customer was informed that medtronic can no longer guarantee the performance of the product if it is repaired by a non-medtronic firm.